Event description:
On (B)(6) 2016, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After all devices were implanted, imaging suspected a proximal type I endoleak. Ballooning was performed to the proximal end of the trunk-ipsilateral leg endoprosthesis using a non-gore balloon catheter (coda). After ballooning, the physician decided it was a type ii endoleak. The type ii endoleak remained, but the physician decided to monitor it. On (B)(6) 2016, CT image revealed a new retrograde type b dissection from the proximal end of the trunk-ipsilateral leg endoprosthesis and the type ii endoleak from the initial procedure remained. The physician stated the dissection might have occurred due to ballooning to treat the suspected proximal type I endoleak. On (B)(6) 2021, CT image revealed that the type ii endoleak remained and identified aneurysm enlargement of 20mm and the right common iliac artery was dilated by about 4mm. The physician planned an aneurysmorrhaphy. On (B)(6) 2021, a reintervention was performed before the aneurysmorrhaphy. The purpose of this reintervention was coverage of entry and re-entry site of the dissection and an exclusion of the possibility of an aneurysm enlargement due to a proximal and distal type I endoleak. Two aortic extender endoprosthesis were implanted proximally and a gore® tag® conformable thoracic stent graft with active control system was implanted in a descending aorta to cover the re-entry site. A contralateral leg endoprosthesis was implanted in the right common iliac artery. The distal endoleak was resolved.

Manufacturer narrative:
B4: additional information made aware to gore on january 19, 2022: on an unknown date after (B)(6), 2021, a CT observed the type ii endoleak still remained. The patient underwent the aneursymorrhaphy with the coil embolization of the lumbar artery as planned.

Event description:
On (B)(6), 2016, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After all devices were implanted, imaging suspected a proximal type I endoleak. Ballooning was performed to the proximal end of the trunk-ipsilateral leg endoprosthesis using a non-gore balloon catheter (coda). After ballooning, the physician decided it was a type ii endoleak. The type ii endoleak remained, but the physician decided to monitor it. On (B)(6), 2016, CT image revealed a new retrograde type b dissection from the proximal end of the trunk-ipsilateral leg endoprosthesis and the type ii endoleak from the initial procedure remained. The physician stated the dissection might have occurred due to ballooning to treat the suspected proximal type I endoleak. On (B)(6), 2021, CT image revealed that the type ii endoleak remained and identified aneurysm enlargement of 20mm and the right common iliac artery was dilated by about 4mm. The physician planned an aneursymorrhaphy. On (B)(6), 2021, a reintervention was performed before the aneursymorrhaphy. The purpose of this reintervention was coverage of entry and re-entry site of the dissection and an exclusion of the possibility of an aneurysm enlargement due to a proximal and distal type I endoleak. Two aortic extender endoprosthesis were implanted proximally and a gore® tag® conformable thoracic stent graft with active control system was implanted in a descending aorta to cover the re-entry site. A contralateral leg endoprosthesis was implanted in the right common iliac artery. The distal endoleak was resolved. Additional information made aware to gore on january 19, 2022: on an unknown date after (B)(6), 2021, a CT observed the type ii endoleak still remained. The patient underwent the aneursymorrhaphy with the coil embolization of the lumbar artery as planned.

Manufacturer narrative:
G1: manufacturing site name and address corrected. H6: added component code 515.